Event description:
Info received indicates the right siderail will not latch.

Manufacturer narrative:
The tech isolated the issue to a broken siderail end tube. He replaced the end tube to repair the stretcher.